Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a rubbing noise when running at full speed. Therefore, the reported condition was confirmed. It was further determined that the motor, electronic control unit and other internal components were corroded. The assignable root cause was determined to be due to wear on electrical and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer/drill device had an internal friction noise. As a result, there was an eight minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.